Manufacturer narrative:
The solid state drive (ssd) was returned to the manufacturer for analysis. The ssd was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was analyzed when powering on the unit, it does not advance beyond the main splash screen. Multiple cycles were done and the unit was still hung up. A motherboard malfunction was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the camera cart stated it was unable to connect to the main cart. The site was working off the main cart when the main cart went to the splash screen and became unresponsive. The site hard shut down the system, but the system would not respond to being turned back on. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received from a manufacturer representative who was able to further troubleshoot the is sue. It was noted upon booting the system will show the splash screen. The manufacturer representative booted the system while holding delete and the system booted to the password screen, then pressed control+alt+delete which brought the grub loader screen briefly before launching the application launch screen. The manufacturer representative then entered admin and noted there were no issues with the self-test or the date. The system was shut down again and the same boot procedure was followed, however, this time the grub loader did not appear. The system was still booting to the splash screen if delete is not held. Additional information was received from a manufacturer representative. It was noted the solid-state drive was rep laced without resolve.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer would not boot up properly. The computer was replaced, and the issue was resolved. The system then passed the system checkout and was found to be fully functional. The computer was received by the manufacturer, however, analysis results are not yet available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the camera cart stated it was unable to connect to the main cart. The site was working off the main cart when the main cart went to the splash screen and became unresponsive. The site hard shut down the system, but the system would not respond to being turned back on. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received from a manufacturer representative who was able to further troubleshoot the issue. It was noted upon booting the system will show the splash screen. The manufacturer representative booted the system while holding delete and the system booted to the password screen, then pressed control+alt+delete which brought the grub loader screen briefly before launching the application launch screen. The manufacturer representative then entered admin and noted there were no issues with the self-test or the date. The system was shut down again and the same boot procedure was followed, however, this time the grub loader did not appear. The system was still booting to the splash screen if delete is not held. Additional information was received from a manufacturer representative. It was noted the solid-state drive was replaced without resolve.